Event description:
As reported via legal documentation the patient had a left knee replacement on (B)(6) 2017. Approximately 1 year and 10 months after the initial procedure the patient had a left knee revision on (B)(6) 2019 due to instability, pain and lack of mobility. There is no other patient demographic or medical history available. There is no information on the surgical procedure or patient outcome. There is no device return. There are no photos or other images of the device provided. No additional information is available.

Manufacturer narrative:
Pending investigation.

Manufacturer narrative:
This follow-up report is being submitted to relay additional and/or corrected information. The following sections were updated: b3, h3, h6. The following sections were corrected: h6. MDR section codes updated/corrected: a, b, c, d, e, f, g. The cause of the patient¿s pain, instability, and subsequent revision cannot be conclusively determined; however, it is most likely related to the patient¿s underlying condition as associated with the interaction between the implanted device and the patient due to patient illness, unique anatomy, or other condition that impacts the performance of the device. These devices are used for treatment not diagnosis. If any further information is obtained that would change or alter any information provided, a supplemental report will be filed accordingly.